Event description:
Catheter separated from hub.

Manufacturer narrative:
The sample is not available for analysis; however, the incident is still under investigation. Upon completion of the investigation, a supplemental report will be submitted. Additional information has been requested from the reported. (B)(4).